Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the tip broke off. The microscopic view of the broken surface does not show any anomalies what could challenge the material quality. The available dimensions were checked and found to be in accordance with our specifications. Please note that the blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. No product fault could be detected.

Event description:
It was reported that the drill bit broke. This occurred during a distal radius fracture, while using a va-lcp two-column volar distal radius plate and a loan set. Patient was (B)(6)woman with very poor bone quality. The first drilling was ok. The hole was made for 2.4mm cortex screw. After inserting the screw, the surgeon did not fix the plate to the bone. He said the hole is too big; the bio cortical 2.4mm cortex screw is instable. He had fixed the plate with k-wire. For the second drilling he used the drill sleeve 323.029. During the normal using of the drill bit has broken. The broken fragment is about 2mm long from edge. No high force overload, no big trauma, just normal using. It seems the rotation of the groove turned to the opposite direction at the working area of drill bit. After the change of the drill bit, the operation was successful. The new drill bit was ok. This is report 1 of 1 for complaint (B)(4).